Manufacturer narrative:
Device received compromised force sensor system alarm during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to compromised force sensor system alarm. However, unit passed rewind test and displacement test.

Event description:
Customer reported via phone call that they experienced high blood glucose as well as low blood glucose. The customer¿s blood glucose level was unknown at the time of the incident. Customer experienced symptoms such as vomiting, weakness, fatigue. Customer stated drive support cap appears normal. Customer did not allege insulin pump was over delivering. Customer did not want troubleshooting. The insulin pump will be returned for analysis.